Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The patient was not hospitalized for the peritonitis event. The same day as event onset, the patient began treatment with intraperitoneal (ip) injection vancomycin (1 gram stat and continued for five days) and ip injection ceftazidime (1 gram per exchange) for peritonitis. Dianeal therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event and antibiotic treatment was ongoing. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Ten days after the onset, the patient was recovered from the peritonitis event. At the time of this report, the antibiotic treatment was completed and the patient was doing well. Should additional relevant information become available, a supplemental report will be submitted.